Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that during the implant procedure, the physician believed the atrial lead had perforated the myocardium. The lead data was within normal limits at time of implant and at device check prior to leaving the perioperative area. Later in the day, a small pneumothorax was confirmed and the lead was removed and the atrial port plugged. No patient complications have been reported as a result of this event.